Manufacturer narrative:
The technician inspected the power cord and found no physical damage. He replaced the power cord to repair the bed.

Event description:
Information received indicates the bed has a high ground resistance reading.